Event description:
Healthcare professional reported right side double capsule, capsular contracture baker grade iii, and rupture-diagnosed via MRI. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. Additional observations: ¿ observed opening on posterior side assessed as fold flaw opening. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed non penetrating nick on the device.

Event description:
Explanting physician reported right side rupture diagnosed via MRI, capsular contracture, baker grade iii and double capsule. Physician later reported right side was not ruptured. The device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional confirmed no rupture on right side, un-reporting right rupture.